Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results confirmed that the first and second devices were returned with the distal tip of the blades broken off and missing. The devices functioned in air while being activated. However, the devices did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Batch # for 2nd device: n03u99; exp. Date: 05/2005; mfg. Date: 06/2000.

Event description:
It was reported that during a coronary artery bypass graft, the generator indicated an instrument error code. A like device was opened and prior to doing the initial self test, the active blade was noted to be broken. The procedure was completed with conventional methods, clips and ties.